Event description:
It was reported that when an asymptomatic patient presented in clinic, non-sustained rv oversensing issue was observed and device was oversensing t-waves oversensing on the device. Programming changes were made. Patient was stable.